Event description:
Surgeon utilizing the stapler, tl60, experienced difficulty in completing a wound closure. The stapler failed to activate and the staple group fell out of the gun. In trying to activate the gun, the device caused a tear in viable lung tissue of the surgical patient. This tear required surgical intervention to prevent permanent damage to the patient.